Event description:
The patient had been implanted with another manufacturer's pump (ventrassist) in 2009, and the pump failed due to a severely twisted internal percutaneous lead. The patient's pump was exchanged with a left ventricular assist device (lvad). It was reported by the chief perfusionist, that initially, the surgeon anastomosed the outflow graft to the old 10mm vetrassist graft. After de-airing at 7000 rpm's the speed was gradually increased to 8600 rpm's. Low flow alarm was present for 8 minutes. The patient was placed back on bypass while the anastomosis was opened up and revised. Nitric was then used to wean the patient off of bypass and actuate the pump. The device speed was increased to 9200 rpm's and the patient remains stable. There were no further drops in speed lower than 9190 rpm's. Flows were 3.5-3.7 lpm and power 4 watts, pi 3.2. The patient was intubated; however, patient was awake and appropriately writing notes and no further speed drop issues. Per additional; information received the patient is ongoing with the lvad and is at home.

Manufacturer narrative:
The lvad is currently supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.